Event description:
Operation was fem pop bypass. They pushed the tunneler instrument with the sheath through patient's subcutis, and suddenly the tip of the sheath detached by itself and was stuck in the patient's subcutis. Operation time was prolonged and the wound had to be opened more to get the tip out from the patient. They found the tip with assistance of x-ray. When they reattached the tip to the sheath, it was loose. This was not noticed before using it.

Manufacturer narrative:
Results and conclusion: there have been no other reports of problems with this lot of product. Inventories were checked and product was found to be within specification. The actual device was returned for evaluation. The device was received assembled. The device was checked and the bullet tip od was within specification. The bullet tip fits into the sheath. The sheath ID where the bullet tip had been inserted was found to be enlarged/increased in size due to use. This was attributed to the bullet tip stretching the material as it was returned assembled. The end of the sheath that was not tampered with was found to be in spec. No problem could be found with any device examined.